Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in inappropriate shocks. The oversensing signal was consistent with sense b node on the electrode. Boston scientific technical services (ts) recommended reprogramming the sensing vector to secondary. The sensing vector was reprogrammed as recommended. No adverse patient effects were reported. The electrode remains implanted and in service.